Manufacturer narrative:
Failure analysis revealed that the up arrow button did not respond due to corroded keypad trace. Unable to verify the failed battery alarm due to the unresponsive button. No frozen screen noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the buttons were not working on the customer's insulin pump. The customer stated that he is sometimes unable to scroll down in the status menu and the buttons appear locked. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 148 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).